Event description:
During the same weekend, staff observed three catheters from the same lot# where the balloon burst each time. So the catheters self-expelled. There was no consequence for the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 actual sample returned for investigation. Based on the complaint statement, "during the same weekend, staff observed three catheters from the same lot# where the balloon burst each time. So the catheters self-expelled visual examination of the catheter did not show any defects or abnormality. Attempt to inflate the balloon was easy and balloon inflated to its required shape and size. The balloon was monitored for more than 30 minutes and the balloon able to remain in inflated condition. Attempt to deflate the balloon did not show any sign of resistance and balloon able to return to its original state. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out. Conclusion : based on the investigation conducted on the actual sample, it is observed that there was no occurrence of balloon burst. Burst balloon could have happened due to in contact with sharp or pointed object resulted the thin balloon membrane to burst. Therefore, this complaint could not be confirmed as stated.

Event description:
During the same weekend, staff observed three catheters from the same lot# where the balloon burst each time. So the catheters self-expelled. There was no consequence for the patient.